Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2018. The patient stated that the sensor caused an infection on the left arm. After the sensor was inserted, there was some blood, and the patient continued to use the sensor for the full seven days. On (B)(6) 2018, the patient removed the sensor because the affected area hurt and was swollen and warm to the touch. The patient saw a diabetes doctor on (B)(6) 2018. The doctor indicated that the reaction was a (B)(6) infection and prescribed an antibiotic to treat the (B)(6) infection. At the time of contact, it was indicated that the patient was still on the antibiotic. The redness and swelling were mostly gone, however some redness remained. No additional event or patient information is available. Labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly.